Event description:
Customer reported that the needle tip broke off while surgeon was grasping and handling device. Customer states surgeon technique has always been to grasp and manipulate the needle at the tip.

Manufacturer narrative:
User grasps and manipulates the device at the tip. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point.